Event description:
Patient's meter would not power on. Patient had been unable to test in over a week due to the reported issue. Patient experienced hyperglycemic symptoms, such as headaches and weakness. Patient's family member decided to take them to the ER. A reading of "264 mg/dl" was obtained at the hospital's lab. No treatment was administered at the ER. Patient was released 5 hours later. The patient explained that the meter powers on by pressing the "m" button, however, not when a test strip is inserted into the test strip port. Patient complained of high blood glucose symptoms and obtained a relatively high lab reading. The customer service representative walked patient and another person to insert a strip into the meter and the meter would not power on. The meter was replaced since the issue could not be resolved even after checking that the batteries were good and they were correctly installed, and inserting test strips.